Event description:
During a coronary artery drug eluting stenting treatment procedure there was withdrawal resistance. The lesion treated was located in the left main coronary artery (lm) at the ostium into the proximal circumflex (cx). The vessel was accessed via the right femoral artery. The lesion was predilated using a 3.25x23mm guidant powersail balloon inflated to 20 atmospheres (atm) form 50 seconds. A 3.5x32mm taxus express2 drug eluting stent was advanced and deployed at 10 atm for 40 seconds. Upon removal of the stent balloon, withdrawal resistance was noticed. The stent balloon was inflated again to 12 atm for 20 seconds. The physician deep seated the guide catheter and was then able to remove the balloon. A powersail balloon was then advanced and inflated to 20 atm for 20 seconds, 16 atm for 15 seconds and again to 20 atm for 20 seconds. The balloon was removed and the procedure was completed. There was no pt complications reported and the pt condition is ok. Medications received included aspirin and lovenox prior to the procedure and fantanyl, angiomax and nitroglycerin during the procedure.

Manufacturer narrative:
As no device was received for analysis, it is not possible to determine the root cause of the complaint incident. A review of the mfg record for this particular batch #7944560 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This particular batch #7944560 has no other associated complaints to date.